Event description:
It was reported that one of the ports of an exactamix 2400 valve set was causing air in the fluid pathway; bubbles were observed at port 6. The issue occurred compounding with total parenteral nutrition (tpn) in the clean room. The valve set was replaced to resolve the event. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.